Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction (mi), congestive heart failure and dyspnea. The patient presented due to stable angina. The 80% stenosed and 5mm long target lesion was located in the right posterior descending artery (pda) with a reference vessel diameter of 2.5mm. The target lesion was treated with direct stent placement using a 2.5x12mm promus element stent, resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. (B)(6) 2012 - the patient presented due to dyspnea and congestive heart failure. The patient experienced elevated troponin values and the patient was diagnosed with a non-q wave mi. The patient did not experience ischemic symptoms. The event was treated with medication. The patient was discharged seven days later and the event was considered resolved without residual effects.

Event description:
It was initially reported that the patient did not experience ischemic symptoms and the correct report should have been that ischemic symptoms were observed. It was initially reported that the target lesion was 80% stenosed, however, this is corrected to 90% stenosed.

Event description:
It was further reported that in (B)(6) 2012, the patient had elevated cardiac enzymes and a myocardial infarction (mi) was reported (peak troponin t= 0.103 ng/ml, uln= 0.014 ng/ml). An electrocardiogram was performed and revealed a non q-wave mi. The patient experienced ischemic symptoms. Medication was given to treat the event and the patient was discharged eight days later. Five days later the patient died of sudden cardiac death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).